Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was predilated with a 2.5x15mm maverick balloon. While placing the 3.50x16 mm liberte bare metal stent, the shaft bent. The stent delivery system was removed to put in a balloon and the shaft fractured outside the patient. The case was completed with another liberte stent. No patient complications were reported. Patient status reported as "ok."